Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer barely opens when accessed, intermittently leads to failures. A field service engineer (fse) shut down the device, replaced both slides on drawer, tested drawer in the hardware test application and saved the results, then rebooted to the application to resolve the issue. Customer inventoried medication in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer barely opened and struggled to pop open when accessing medication, intermittently leading to failures. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.